Event description:
Boston scientific received information that an x-ray confirmed that this left ventricular (lv) lead dislodged and had pulled back. An electrogram showed that there was loss of lv capture. The thresholds measured were above the outputs that were programmed. The outputs were reprogrammed to regain capture. The loss of capture did not result in asystole, and there were no adverse patient effects. This lead remains in service at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.